Manufacturer narrative:
This report originally filed under mfg report number 1610287-2022-00029. All future reports will be submitted under mfg report number reflected in this report. No sample has been received at manufacturing for evaluation. This file will be reopened and addressed when the information is received. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that a patient was enrolled in the study for the treatment of vision occlusion of the eye for more than 10 days. The patient underwent posterior approach vitrectomy (left eye) by laser photocoagulation of retinal detachment repairs, vitreous cavity gas injection, the retina repairs with vitreous gas-liquid exchange technique, cryosephesis of the retina, above mentioned methods are used in left eye surgery, using photocoagulation combined frozen surgical method for the treatment of retinal degeneration. During the operation, air was injected into the vitreous cavity, and intravitreal octafluoropropane gas was injected to replace the air in the eye. The operation went smoothly. In the post-operative examination, retinal detachment, mild hyperemia of conjunctiva and aqueous cells were noted. The patient underwent silicone oil filling surgery for retinal detachment. The patient prescribed with aminoglycoside antibiotic and glucocorticoid eye ointment, steroid eye drops, nonsteroidal anti-inflammatory drug (nsaid) eye drops and antibiotic eye drops. The patient's symptoms are recovering.

Manufacturer narrative:
Additional information was provided in sections b.2, b.5, h.6 and h.10. A check of the production record showed no unusual manufacturing issues. A check of the complaint records showed no other complaints against this lot. A check confirmed there were no complaints for this reported event since the beginning of 2015. The sample was not returned. Testing could not be performed. An analysis of the retained (manufacturing) samples showed that the product met all release criteria. Based upon the information provided, the root cause of the reported event cannot be determined. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The previous supplementary report was filed under incorrect mfg report num 1610287-2022-00029. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The manufacturer internal reference number is: (B)(4).